Manufacturer narrative:
Correction: b5.

Event description:
Left implant ruptured, occurred during surgery and patient claimed breast implant illness.

Event description:
Left implant ruptured, occurred during surgery.

Manufacturer narrative:
Sientra complaint #: case (B)(4). Sientra was unable to perform an evaluation as the device was discarded by the customer. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.